Event description:
The patient reportedly experienced facial paralysis following initial implantation. The patient also reportedly experienced lack of benefit from the device and became a non-user. The patient's device was explanted. There are no plans for reimplantation.